Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
The customer reported that 2 im plugs broke during the same case. The same plug introducer was used in both attempts to use our plugs.

Manufacturer narrative:
An event regarding a fractured device involving an exeter bone plug was reported. The event was not confirmed. Method & results: -device evaluation and results: the component was not returned for evaluation. -medical records received and evaluation: not performed as no medical records were provided as the reported event was an intra-operative issue. -device history review: indicated devices were manufactured and accepted into vendor stock on with no reported discrepancies. -complaint history review: there has been one other events for the lot referenced this event is with the same patient on the same surgery. Conclusions: the exact cause of the event could not be determined with the available information. Product return and evaluation of the reported device is required to complete the investigation for determining the root cause. No further investigation for this event is possible at this time as the device was not received by stryker orthopaedics. If the device becomes available, this investigation will be reopened.

Event description:
The customer reported that 2 im plugs broke during the same case. The same plug introducer was used in both attempts to use our plugs.